Event description:
The customer observed falsely elevated magnesium result generated on the architect c4000 processing module for a patient. The customer did not release the result out of the lab. The sample was repeated, and a normal result was obtained. Additionally, the customer also observed erratic quality controls; however, the controls were within range at the time of the incident. The following data was provided: customer¿s normal range: 1.6 to 2.6 mg/dl initial magnesium result = 6.0 mg/dl; repeat result = 2.0 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, found the cuvette washer overflowing and determined the peristaltic head tubing the likely cause of the result issues. The fsr replaced the part, and the issue was resolved. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant or erratic patient results. A review of complaint and trending data for the architect c4000 processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the peristaltic head tubing did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial number (B)(6) was identified.

Event description:
The customer observed falsely elevated magnesium result generated on the architect c4000 processing module for a patient. The customer did not release the result out of the lab. The sample was repeated, and a normal result was obtained. Additionally, the customer also observed erratic quality controls; however, the controls were within range at the time of the incident. The following data was provided: customer¿s normal range: 1.6 to 2.6 mg/dl. Initial magnesium result = 6.0 mg/dl; repeat result = 2.0 mg/dl. There was no impact to patient management reported.